Event description:
Received a report from a consumer indicating consumer sought a medical examination after consumer's friend removed part of a tampon pledget from inside consumer. Consumer denied odor or discharge.